Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found tubing off at wiremarker, wm-3 on front section of bsv (blood sampling valve). He repaired tubing on bsv to resolve the issue. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. Diluent leaked from the instrument onto the counter. The volume of the leak was not reported. The customer was wearing personal protective equipment of gloves, goggles, and a gown at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.